Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: myocardial infarction/occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure was performed in 2008, and three promus stents were implanted. Reportedly, at a later date, the pt experienced a myocardial infarction (mi) and subsequently underwent a target vessel revascularization (tvr). The pt was treated at another hospital. No additional info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems are being reported under the same manufacturer report number. Myocardial infarction and occlusion, as listed in the IFU, are known adverse events and are not necessarily an indication of a product quality deficiency. Also, myocardial infraction, occlusion and hospitalization are listed in the risk assessment as no fault post procedural complications. Possibly, the myocardial infarction is a secondary effect of the occlusion which was treated with pci and required hospitalization. A conclusive cause for the reported pt effects and the relationship to the products, cannot be determined.